Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00937893 case subject: npi 8300 fails leak-down task. Account name: abilene regional medical center account #: 1932250 asset name: 8300 etco2 module, v8 asset location: contact: mike smith contact email: william.smith@armc.net contact phone: 325-695-9900 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports 8300 (s/n (B)(4)), fails leak-down task in preventive maintenance. Failure device type: failure problem type: failure mode: case resolution: customer reports 8300 (s/n (B)(4)), fails leak-down task in preventive maintenance. Customer identifies the vacuum reading stays at zero when applied to device. Informed customer to check integrity of leak-down tubing setup. Customer verifies setup up is correct. Informed customer to edit task list in system maintenance to use leak-down task (stand-alone). Customer will retest their device, and another unit to make sure setup is good. Informed customer of costs for service level 1&2 repairs. Informed customer, if any further concerns and/or issues to give a call back. End call.